Event description:
The manufacturer's representative reported that the pump was refilled with some difficulty and the patient returned to the clinic 45 minutes later experiencing dizziness and itching at the pump site. The pump contained morphine, unknown concentration and daily dose. The pump was reaccessed and 34 mls were withdrawn; 4 mls were unaccounted for. The patient's pupils were noted to be "small", her breathing was shallow, and she was noted to be lethargic and disoriented. Narcan was administered subcutaneously. The patient "regained awareness", but then again lapsed into previous state and progressed to unconsciousness. Narcan was administered intravenously several more times and the patient was admitted for monitoring. The patient was discharged on an unknown date.